Event description:
Philips received a remote alert that the fluoroscopy storage was not possible due to an image disk problem. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was outside of use at the time of the reported event. During the course of investigation, it was identified that there was no direct customer complaint, but a notification was automatically raised by philips log file monitoring, which indicated an image disk problem, and therefore this can prevent exposure. A philips field service engineer (fse) examined the system on-site and confirmed the reported fault. To resolve the issue, the fse recreated the patient database on the image processing pc. After that the system was returned to use in good working order and ready for clinical use. To date, there has been no recurrence of this issue reported from the customer. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has performed further investigation into this complaint. According to the additional information acquired, the system was outside of use at the time of the reported event. During the course of investigation, it was identified that there was no direct customer complaint, but a notification was automatically raised by philips log file monitoring, which indicated an image disk problem, which can prevent exposure. A philips field service engineer (fse) inspected the system on-site and recreated the patient database. Log files identified an issue with the disk bay of the image processing pc. Philips has initiated a medical device correction (z-1151-2024) for this issue. The correction was implemented on this system as part of the resolution of the reported event on august 2024. After that the system was returned to use in good working order and ready for clinical use. To date, there has been no recurrence of this issue reported from the customer. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.